Event description:
Recently we have noticed that some syringes (see appendix) are very heavily oiled. Bd plastipak¿ syringe 3 parts luerlock 50/60ml ch.b: 2307726 usable until: june 30, 2028. Our question now is, can the syringes still be used? And is the excess oil still within the scope of the possibility of drawing up or dosing liquids and working with these syringes?

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection of the photos, silicone can be seen within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2307726 and were found to be within specification. A device history review was performed for reported lot 2307726, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the incorrect aware date was reported. The aware date has been updated to 13march2024 from the previously reported 21feb2024.

Event description:
No additional information.